Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event was received on (B)(6) 2017. Of note, the reportable malfunction and/or serious injury is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2017. Information was subsequently received on (B)(6) 2017 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a remote transmission was sent by the emergency department because the patient ¿coded.¿ a review of the information revealed there was one episode of r wave under-sensing and it was noted there was a r wave drop over time. Additionally, there were episodes of non-sustained ventricular tachycardia and there were no auto capture threshold measurements on the device. A request for additional information was made and it was learned the patient is deceased and no other information is known.